Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system controller (sc) and user interface (ui) pcb assemblies were replaced, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and the display is white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6) further evaluated the removed user interface (ui) (B)(4) assembly and determined that the cause for the reported issue was due to corrupt memory on integrated circuit, designator u2. The removed system controller (B)(4) assembly was an ancillary part and there was no failure of the assembly.